Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer observed a "scan again in 10 minutes" message upon scanning the freestyle libre 2 sensor and was unable to obtain glucose readings. The customer experienced a loss of consciousness and had contact with a healthcare professional who treated her with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.